Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during primary procedure, the surgeon was assembling the implants when he could not assemble stem to epi. He indicated that the insertion area on stem was too small to accept epi. New stem was opened and no issue. There was a surgical delay of 15 mins. Doi: unknown, dor: unknown, affected side: unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found bruising (handling damage) at the bore of the stem. The damage observed means that the stem cannot be assessed, in addition the epi mating component was not returned, a functional test could not be performed. The reported allegation cannot be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a DHR review was performed for lot#9668888 and there was one nonconformance recorded on this batch that was related to process controls and did not impact on the overall product.

Event description:
Additional information was received and stated "this was not a revision the first primary stem that was open did not accept the epi, then a second stem was opened and there was no issue."

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received. A. Can you confirm the primary surgery date or the original implantation date? This happens in a primary case. B. Was there any adverse consequences that affected the patient because of the reported event? No adverse consequences. C. Were there any pieces broken off from the instrument? No broken instruments. D. Did any broken piece of instrumentation remain in the patient? Nothing remained in the patient.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3, h6 (health effect - clinical code & health effect - impact code).